Event description:
Per the clinic, the patient experienced persistent non-healing at the implant site which was diagnosed on (b)(6) 2026. The patient then underwent a local skin flap revision surgery for attempted closure on (b)(6) 2026; however, the issue was not resolved. The patient also developed a polybacterial infection which was treated with oral antibiotics for a duration of 10 days (specific date not reported). Eventually, the device was explanted on (b)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. The patient was hospitalized postoperatively (specific duration not reported) and treated with oral antibiotics for another 14 days (specific date not reported).